Event description:
The physician reported on 30-day follow up form (dated 9/20/06) for a pt implanted in 2006; post-op right iliac occlusion requiring femoro-femoral bypass.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.